Event description:
The pt underwent a left hip total arthroplasty. Pt was brought back to the hosp for a re-op after seeing the surgeon. Once the pt was opened, the surgeon noticed that the deep sutures looked ok, superficial sutures had fluid around them. Sutures were removed and wound was resutured.